Manufacturer narrative:
The referenced (B)(6) 2016 pregnancy and driveline infection event was submitted under medwatch MFR report #2916596-2017-00396. The referenced (B)(6) 2016 cva/altered mental status event was submitted under medwatch MFR report #2916596-2017-00395. The referenced (B)(6) 2016 cva event was submitted under medwatch MFR report #2916596-2017-00394. The referenced (B)(6) 2017 thrombus event was submitted under medwatch MFR report #2916596-2017-00364. The referenced (B)(6) 2017 driveline infection event was submitted under medwatch MFR report #2916596-2017-00750. (B)(4). Approximate age of device ¿ 2 years 1 month. A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the suspected thrombus could not be conclusively determined. The patient was reported to be non-compliant with anticoagulation medications. Thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017. The patient presented to the emergency department on an unspecified date with abdominal and leg pain. At that time, the patient's inr was 2.4. And lactate dehydrogenase (ldh) was above 4000 u/l. The patient was discharged from the hospital on (B)(6) 2017 with an inr of 3.5 and in hospice care. The patient had a long standing history of non-compliance. It was reported that the patient stopped taking anticoagulation medication and became symptomatic of device thrombus with this increased ldh. Due to noncompliance the patient was not a pump exchange/transplant candidate, so was discharged home on hospice with an anticipated expiration. It was reported that the device functioned as intended and per the patient's healthcare providers, this was not a device malfunction.